Event description:
It was reported that a clearlink continu-flo solution set had leaked during infusion. The leak was observed below the back check valve, near the upper y-site. The device had been infusing a solution of gentamycin, through a syringe pump, as a piggyback. There was patient involvement, however there was no report of adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. Visual inspection and pressure tests were performed with no defect found that could have generated the backflow. The reported issue could not be confirmed and the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.